Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No prime/fill anomaly noted. All operating currents are within the specifications, no unexpected low battery, off no power or failed battery test alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was not performed. The device was returned for analysis.